Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Gender/sex: unknown, information not provided. (B)(4). Device evaluation: the product was returned. Visual inspection under magnification revealed a scratch on the optic body, which may occur with a lens that was handled for insertion. Dimensional inspection was performed, and all measurements were within specification. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The search revealed no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted from patient¿s right eye because of patient experiencing lens dislocation 1 day post operative and zonular issue after cataract surgery. Reportedly lens from another manufacturer was used as replacement for the patient. Incision enlargement and sutures were required during this procedure. Patient is doing fine. No further information provided.